Event description:
Primary working port cannula broke off in pt's eye, approx 1mm from hub. Break was jagged in nature. Dr was unable to dislodge it from vitreous base without damaging lens or causing a detachment. Pt was informed piece still in eye. At time of incident, also using third party forceps; had used a reusable pik.